Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications.

Event description:
According to the reporter, the customer called to report bravo capsule failure to attach. There was no harm to the patient and no medical intervention was required. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. There as nothing unusual about the patient or the procedure itself that led to the event. The site has been performing bravo for 2 years and the doctor has been performing the procedure for about 20 years. The customer reported no lubricant was used and is not sure what caused the failure to attach.